Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a sensor that was not transmitting to the device. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of the sensor not transmitting to the device was confirmed by the finding of a signal loss via data. A root cause could not be determined.